Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer¿s blood glucose (bg) level was displayed as ¿high; however a specific value was not provided. The customer administered a manual injection and continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.